Manufacturer narrative:
Pump was received with scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No crack lcd window noted.

Event description:
It was reported that the customer had normal blood glucose levels of 74 mg/dl. The customer reported that the insulin pump had a crack on the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.